Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During and interventional procedure, the user reported that image transfer aborted. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be failure of the image visualization system. The investigation of the logs showed that the image visualization system (ivs) had a defective image drive resulting in failure and the system entered backup review mode. In this protection-mode, fluoro and acquisition are possible; however, the data is not transferred to the ivs for storage in the local database. As the image drive is defective the database on the ivs side is slow to respond to acquired images. Generally, the user still performs x-ray when ivs is unavailable and the system displays a "database not in sync" message. The database synchronizes once ivs is completely ready. There was no data loss associated with this complaint. The service engineer replaced the entire ivs pc and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.